Event description:
It was reported that stent was successfully advanced and inflated for deployment when the stent delivery system (sds) balloon burst at 10 atm. Reportedly, the deployed stent shifted slightly distal. Ths shifted stent did not cover the intended lesion, and another co's shorter stent was deployed proximal to the shifted stent. The procedure was completed with a post dilatation by another balloon without any problems.